Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. The customer declined to test blood glucose level; however, there was no reported impact to the customer's blood glucose level. A new cartridge was unable to be loaded as the customer did not have additional insulin available; however, the customer stated manual injections would be used until additional insulin was obtained.